Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeu1417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after placing PICC and removing the 3cg stylet wire, clinician saw the wire was kinked near the distal end. Clinician claimed there was resistance threading the PICC and had to move the PICC back and forth to eventually get the catheter in the optimal place. Additional information received: it was reported the guidewire broke in two while trying to insert into patient.

Event description:
It was reported after placing PICC and removing the 3cg stylet wire, clincian saw the wire was kinked near the distal end. Clinician claimed there was resistance threading the PICC and had to move the PICC back and forth to eventually get the catheter in the optimal place. Additional information received: it was reported the guidewire broke in two while trying to insert into patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet within a t-lock was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet was observed to be broken and was returned in two pieces. The stylet was also observed to be bent slightly near its distal tip. A microscopic observation revealed plastic deformation in the polyimide tubing at the location of the break. The break site of the core wire of the stylet was slightly curved and was observed to taper, suggesting the break was caused by excessive tensile (pulling) force. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of stylet against resistance. H3 other text : evaluation findings are in section h.11.